Event description:
The patient had nausea, fever, tenderness around the pump site, and they were vomiting. A pump pocket infection was noted. When removing the pump the pouch was dissected away as it was scarred down with granulation tissue to the wall. There was pus around the pain pump. A culture of the pump pocket was taken and revealed (B)(6). There was an adhesion somewhere along the catheter tract so the catheter had to be cut at the back as well as the abdomen to remove as much as they could. Cerebrospinal fluid (csf) was observed dripping from the lumbar catheter and it did appear clear and clean. The catheter was tacked down to the fascia with a 2-0 vicryl suture. There was no pus seen in the catheter. The patient had been admitted to the hospital on (B)(6) 2014 and they were discharged on (B)(6) 2014. During the hospital stay the patient had several episodes of emesis and nausea, and it was not clear if the patient had an allergic reaction to the medication. The nausea and emesis was noted to have probably been secondary to medication. As of (B)(6) 2014 the nausea and emesis resolved. The area appeared clean with intact staples in the lower right abdomen and flank with no signs of infection. The incision site had no discharge or edema. The patient¿s status at the time of the report was alive with no injury. There were no complications and the patient¿s disposition was stable to the post-anesthesia care unit (pacu). The medication infused was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).